Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported difficult positioning (leaflet grasping) and mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two mitraclips devices referenced in are filed under separate medwatch report numbers.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that the patient had a restricted posterior leaflet and a thick anterior leaflet. Also, image quality was very poor throughout the procedure. An ntw clip (00812u260) was inserted and successfully deployed without issues. To further reduce mr, a second ntw (00812u261) was inserted and placed laterally of the first clip. However, prior to grasping the leaflets, it was noticed that some chordae on the anterior leaflet had suddenly ruptured, causing a flail of the anterior leaflet. This caused the first clip to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that the two clips did not come in contact with each other, but it was suspected that the second clip caused the slda to occur. The second clip was then successfully implanted, stabilizing the slda. To further reduce mr and stabilize the flailed chordae, a third clip (00902u241) was inserted and grasping was attempted laterally of the two implanted clips. After several grasping attempts, both leaflets were successfully grasped and the clip was implanted, reducing mr to a grade of 2-3. However, after the third clip was implanted, the mean pressure gradient increased to 7mmhg. No additional information was provided.